Event description:
It was reported that the e360 ventilator had low air supply. Patient involvement is unknown. The service provider (sp) inspected the device. The sp found internal tubing was loosely connected and connected it properly. The sp performed extended self-testing on the device and all tests passed.